Event description:
It was reported that during the implant attempt, the lead would not navigate to the intended implant location. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. There was blood/body fluid present on the distal conductor (not obstructed). There was blood/body fluid on the outer tubing overlay and the helix/lobe mechanism. It was also noted that the helix/lobe was distorted/bent.